Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Multiple follow-up attempts were made by tandem technical support to continue troubleshooting; however, no response was received from the customer. There was no adverse impact to the customer's blood glucose level.